Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the device was removed to harvest the suture, the suture broke at the knot. The device was removed over a guide wire and five additional proglide devices were attempted, with the same results. A seventh proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #1 through 5: part # 12673-03, lot # 86049-6h indicated are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.